Event description:
The customer called for help in performing a control test. She received a control test result of 181 mg/dl. The normal control range was 91-125 mg/dl. No adverse events were alleged. The customer used the last of her strips while troubleshooting, so no product will be returned for evaluation.